Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refs0141 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC catheter installed on (B)(6) 2022, after platelet transfusion, it showed resistance in the red pathway, where there was an attempt to clear the obstruction in the afternoon with a 10 ml syringe. After clearing the obstruction, the patient reported a cold sensation, at night at 10 pm the catheter presented leakage being isolated via the red route and the other routes being used, the catheter being removed and peripheral venous access punctured. When the catheter was removed, two holes were observed in the medial third when washing was carried out in the red route."